Manufacturer narrative:
Returned product of an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 device was visually and microscopically inspected. A perforation/leak was found in the kink resistant tubing (krt) of the control pump that was the result of fatigue. The pump and balloon were not functionally tested due to the pump leak. The cuff performed within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. Leaking fluid was seen during product analysis, therefore a malfunction was confirmed. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Additional information was received that this surgery occurred because the aus system was not working. The patient was stable following this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. Additional information was received that this surgery occurred because the aus system was not working. The patient was stable following this surgery.